Event description:
Not sure but it seems as if the product was old or defective. When I boiled it for 30 seconds and tried to fit it the product ripped. I would like a replacement or my money back. I'm very unsatisfied.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.